Event description:
New information received notes that the device was explanted and replaced due to premature battery depletion. Patient was in stable condition.

Event description:
It was reported that an alert to check battery longevity was received. Upon review of session records a fluctuating battery voltage was observed. No patient symptoms were reported. The device remains implanted and will continue to be monitored via remote transmission.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench [as well as using automated test equipment] and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.